Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged to shortness of breath/difficulty in breathing. The patient was hospitalized in response to the reported. Even the device was returned to the manufacturer's product investigation laboratory for investigation the device was evaluated. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit and device provided airflow during therapy. As per secondary findings of the base unit dust/dirt contamination was observed on bottom enclosure. The external investigation showed there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The device was likely reset prior to pil receipt due to machine hours being 5648.9 and the therapy and blower hours being 0. The error log showed that there were zero instances of errors on the device. The internal investigation of the device showed slight contamination on the bottom enclosure. There were no signs of sound abatement foam in the blower box. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, section h6 (type of investigation,investigation findings, investigation conclusions) has been updated and (health effect - clinical code) has been corrected in this report.

Manufacturer narrative:
Section h6 medical device code, type of investigation,investigation findings, investigation conclusions has been wrongly captured in previous report and corrected in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an unspecified issue. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.